Event description:
During troubleshooting of a check final line alarm that appeared on the homechoice (hc) unit, during priming while the patient was not connected, the technical service representative (tsr) helped the home patient (hp) check the final line and the blue clamp. Per the hp, the bag was leaking from the connection. The connection was loose. The tsr asked the hp to reset the hc with a new bag and cassette. There was patient involvement, but there was no patient injury or medical intervention associated with this event. During a follow-up with the home patient (hp), she was not sure what caused the leak but thought it was a loose connection. She reported it was a slow leak. The hp is okay and has continued with therapy.

Manufacturer narrative:
(B)(4). This complaint for a leak was confirmed, based on the patient report, and the root cause was determined to be a use error (inadequate/loose connection). A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the prevention of the use error(s) in the complaint. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.